Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during setup; the patient was not connected. The home patient (hp) stated that his catheter had disassembled. The hp had clamped off the tubing at his exit site. The technical service representative (tsr) advised the hp to contact his registered nurse (rn) immediately regarding the issue. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, baxter product surveillance contacted the rn regarding the catheter issue reported by the hp. The rn stated that the transfer set had become disconnected from the titanium adapter. The hp was given prophylactic medication and has been doing well since then. There was patient involvement but no injury or medical intervention was reported. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the patient had been performing peritoneal dialysis therapy for about 2 months, during which this transfer set was in use. The patient used to perform continuous ambulatory peritoneal dialysis, but now only uses the homechoice. She stated that there was no damaged noted on either the catheter adapter or transfer set that may have caused the disconnection. An assist device was not used to make the connection. The patient stores his transfer set in a pouch when not in use. The nurse stated that she was not sure what had caused the separation, and stated that she thought it may have been possible that the patient had been inadvertently loosening the connection over time when he was disinfecting it. She had spoken with him about the possible issue, and the patient would no longer use a rotating motion. There were no samples or lot numbers available. No adverse effects were reported in relation to this event.